Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) on a canine, it was observed that the small battery drive device was making grinding noises. There were no delays in the surgical procedure as a spare device was available for use. The surgical procedure was completed successfully. There was no human patient involvement as this was veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was making a grinding noise was confirmed. An assessment was performed and it was observed that the unit was making a grinding noise. It was further observed that the contacts were corroded, the electric control unit (ecu) was damaged, and the motor was worn. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.